Manufacturer narrative:
One device was returned for repair with reportable complaint of motor rate error. Visual evaluation found the device was in used condition. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported problem was not duplicated or verified during testing; no issues found with the motor. The device passed occlusion testing. As an additional finding, keypad key 1 is not working and top case found broken and replaced top housing with keypad.

Manufacturer narrative:
H2) additional information: a1-a2 and a4-a6 updated. B5 updated. There was additional information received from the initial reporter that stated there was no patient involvement. B6-b7 updated. D3 manufacturing plant address, city, and zip code updated. H6: f code updated.

Event description:
It was reported that there was a motor rate error. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.